Event description:
Patient in outpatient infusion clinic for IV fluids. Port accessed per protocol and infusion initiated per orders via baxter pump. Patient contact rn 5 minutes into the infusion stating the IV tubing was leaking. Location of leak was proximal to the patient connection site of the long infusion set.